Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 1 week post device changeout procedure, the right atrial (ra) lead pacing impedance suddenly became high. A connection issue was suspected. Atrial sensing reprogramming was performed. Both the lead and device remain in use. No patient complications have been reported as a result of this event.